Manufacturer narrative:
(B)(4). Analysis: a medtronic service technician visited the hospital in attempts to reproduce the error. The error could not be reproduced. The event log was reviewed and showed evidence of error 54, which occurred 3 times. The device was taken to the service depot for further investigation. The device was ran for a couple days with no errors. The main cause for an error 54 would be the wiper of the rpm control or the mp bd on the user interface. Even though the error could not be reproduced, the rpm control was replaced as well as the mp bd. The unit was then tested, passed all tests and returned to the customer. Conclusion: the cause for this event could not be determined. Investigation is ongoing. Further information will be provided once available.

Event description:
Medtronic rec'd information that during a complicated bypass procedure, ran at very low flow, this bioconsole unit's rpm's did not respond to the command to increase flow. It was reported after approx 4 hours from the start of the procedure, reduction in flow was needed. As a result of the decrease in flow, backflow from pt was observed and as expected, the low flow alarm went off. The rpm's were attempted to be increased, but the motor did not respond. An unk error was exhibited. The bioconsole was turned off and then back on again. After this, the procedure continued for another 1-2 hours, always in a very critical situation of very low flow due to the clinical situation of the pt. The pt died; however, it was reported that the cause of death was not device related, but due to the critical clinical condition of the pt before and during the bypass procedure.